Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error code e315 (unsupported scope) was that water invaded scope connector, which broke internal board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specifications. The following defects were identified in relation to the customer specified fault/reported issue: no image observed, an error code e315 (unsupported scope) was evident on the screen when the device was connected to the stack system. Scope connector water leakage testing failed as water ingress was observed. Furthermore, the following defects were identified during device inspection: distal end adhesive (lifting). Up/down/right angle (out of specifications). Up/down/left/right angle play (play was evident). Technical evaluation has confirmed the customer specified fault of ¿no image¿, error code e315 unsupported scope was evident when the device was plugged into the stack system during inspection . The plug body was disassembled, fluid ingress was evident within the plug body, triggering both pink moisture indicators. Quality trend analysis has shown that fluid inside the plug body can result in intermittent image issues temporarily affecting the video image and other electrical functionality. The most likely cause is during the manual leak check or cleaning process and is therefore attributed to use handling. An intermediate repair is required to return the instrument to the OEM specification. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Company representative reported the demo (loaner )device was found with no image. The issue was found during reprocessing. There was no patient involvement on this reported issue. No harm was reported, no user injury reported. Device evaluation found an error code e315 (unsupported scope error ) displayed on the device during initial image checks. This report is being submitted due to the finding of error code e315 identified during the device evaluation.